Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge fse evaluated the iabp unit and replaced the batteries to resolve the issue. The fse then performed all functional and safety checks to meet factory specifications and completed the preventive maintenance (pm). The iabp unit was then released to the customer and cleared for clinical service.

Event description:
During a scheduled preventive maintenance (pm) by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved and no adverse event was reported.